Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw the doctor a day prior to the report, because their machine was not working at all, further clarifying that they were unable to feel stimulation even after the doctor set it, and was experiencing leaking that had led to urinary tract infections (utis) and patient ended up in hospital. Patient said their symptoms became more than leakage after the doctor set it and they had to wear diapers now. Patient said they were allergic to most medicines and would have hallucinations and start screaming which made their sciatica worse, further stating they had dementia but there were unrelated to the device/therapy. Patient also mentioned that they wanted to reschedule the appointment with the manufacturer's representative (rep). Patient was redirected to follow up with the doctor regarding their symptoms and also request to reschedule the meeting with the rep. No further patient complications were reported as a result of this event.